Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and suffering, mental anguish, emotional distress, disfigurement, physical impairment, other serious injuries and loss, and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as subdural hematoma.